Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. The pump¿s indication for use (IFU) was malignant pain. Magnetic resonance imaging (MRI) compatibility guidelines were requested. The patient reported that the pump wasn't covering pain and they were going to look for blockages. The patient stated that the pump covered day to day pain, but not the pain in her right lower abdomen which used to flare up once a month, but flared up 2-3 times a week, as of the time of the report. The patient said that the pain was so bad that she would vomit and pass out. She stated that in the past, she had ovarian cancer and had seven abdominal surgeries. She mentioned that the pump had not helped since implant; the event date was listed as (B)(6) 2015. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a consumer. The patient had this for eight years and could not get a diagnosis and thought the patient was ¿pretending to get drugs.¿ the patient went to see a gastroenterologist. In (B)(6) 2016 (3-4 weeks prior), the patient had magnetic resonance imaging and was diagnosed with pseudo intestinal blockages. The gastroenterologist feels that the morphine from the pump was the issue and causing the blockages. The pain management healthcare provider disagreed because the medication was such a small amount that it wouldn¿t affect the gastrointestinal system. Prior to the pump the patient was hospitalized for several days with an intestinal pain blockage. The healthcare provider (hcp) did not know what it was at the time on (B)(6) 2015. The patient was treated with pain medication. A cat scan was not done. When the patient followed up with the pain managing physician after this it was suggested to get the pain pump. The pump has helped the patient a lot but she was frustrated that the hcp do not understand how it works with her other medical cares.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.